Event description:
It was reported that initially, the device would not complete its boot up process. When the customer was able to get the device powered on into a service mode, the device had repeatedly logged a fault code. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4).physio-control verified the reported failure and replaced the system/memory pcb assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.